Event description:
It was reported that the customer's insulin pump was damaged because the customer fell while she was running. The customer's blood glucose level was 91 mg/dl. The insulin pump had several cracks and a piece in the battery compartment was missing. Her infusion set was also bent. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube window, minor scratches on the display window and broken battery tube threads.